Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Customer's blood glucose was 391 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.